Manufacturer narrative:
D4: full UDI is not available due to missing lot number. H3: device problem already known, no evaluation necessary. H6: the quality investigation is complete.

Event description:
It was reported that a broken bur was sent back from service at the manufacturer. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were report.